Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg migrated in the pocket. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned and secured in the pocket to address the issue.